Manufacturer narrative:
A manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years nine months of post deployment a computed tomography (CT) abdomen and pelvis without contrast showed that there was a filter in the distal infra-renal inferior vena cava. Several of the struts penetrated beyond the wall of the inferior vena cava, as much as 5 mm, some of which were in contact with the right and left common iliac arteries. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and respiratory insufficiency. Approximately ten years and nine months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that several of the struts penetrated beyond the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.